Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found one needle separated from sensor and the other had missing needle.

Event description:
Customer's mother reported via phone call that the sensor remained on pedestal when serter was pulled away and needle hub assembly was stuck in the serter but they managed to get it out. Blood glucose value is unknown. The sensor was replaced and returned for analysis.